Event description:
The device was used during an av graft procedure. Reportedly, the needle broke. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/14/1998-supplemental report #1 submitted to FDA.